Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day post implant the device that this lead was attached to was found to still be in storage mode. A connection issue was suspected. Surgical intervention was performed however a connection issue could not be verified. The lead was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the terminal pin]. Based upon the clinical observations and the laboratory findings, we believe that ductile overstress caused the inner conductor coil to break.